Manufacturer narrative:
Additional information: the above mentioned "interlayer" in the event description is incorrect and it should be aortic dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated for carotid artery plaque with 75% stenosis located in the mid segment of the common carotid artery using the ep spd2-050-320 spider fx embolic protection device. During the procedure, smooth deployment of the embolic protection device was achieved, but obstruction was encountered during retrieval. The device was not over-filled according to the radiograph. The physician pulled the device into a guiding directly and this caused a little bit damage inside the vessel, a little interlayer which is too small to tell whether it's an interlayer or not. The device remained intact and was removed from the patient safely. The spider fx device was replaced with another of the same model to complete the procedure. No further treatment or intervention has been reported as a result of the device issue.

Manufacturer narrative:
Product analysis: device returned with the filter basket extended out of the delivery catheter. No deformation to floppy tip no deformation to filter basket. Proximal end of filter basket slightly retracted into the delivery catheter. Distal tip of delivery catheter deformed filter basket could not fully retract into the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.